Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator is getting technical failure 401 "inspiration valve or device leaky alarm. At this time ,there was no information of patient involvement reported with this event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 result of investigation: the root cause of the issue was due to defective inspiration valve nt. Due to technical failure 401- ""inspiration valve / device leaky"" requested to perform inspiration valve test and error : 3 was active during the test. Error 3 means that the initial flow too high: mflowinsp@0steps>5lpm. Error 8 is als visible on logs with error 6. Error 8 is lift-off-point & extrapolationpoint mismatch (difference > 40 steps) error 6 is inspiration valve leaky 0.71pm<mflowlnsp@osteps<=51pm inspiration valve tests passes all 4 steps. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.